Event description:
It was reported that the insulin gauge was inaccurate and static intermittently. Customer reported not removing air from the cartridge. Customer was educated on the correct fill process per the user guide. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 111-127 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.